Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the historical impedances of the implantable neurostimulator (ins) were unknown. The implant and explant dates were verified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins) that depleted too fast. It was reported there was premature battery depletion. There were no factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The actions or interventions taken to resolve the issue included changing the battery. The issue was resolved at the time of the report. It was noted the other batteries lasted much longer. (The first implant was in (B)(6) 2010, the first replacement occurred on (B)(6) 2014, the second replacement occurred on (B)(6) 2016, and the third replacement occurred on (B)(6) 2017.) Of note, it was reported that the ins was implanted on (B)(6) 2017, however, this occurred after the reported explant date. The information suggests the ins was implanted on (B)(6) 2016 and was replaced on (B)(6) 2017. Follow-up is being performed to verify the implant and explant dates of the ins.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found to be at normal battery depletion. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device settings of the ins were unknown. Longevity estimate was performed where eri was estimated to be 8.54 months to elective replacement indicator (eri) and 11.54 months to end of service (eos). According to the trace report, eri occurred at 14.46 months and eos occurred at 17.72 months. Based on the parameters, the ins experienced normal battery depletion.